Event description:
The customer reported a ventilator experienced a proximal pressure sensor failed that as displayed by error code 110b. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The philips international field service engineer (fse) replaced the data acquisition printed circuit board assembly (pcba), solenoid 3, and solenoid 4. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The data acquisition (da) pcba, solenoid x-valve #3, and solenoid x-valve #4 were returned for failure analysis. Visual inspection of the da pcba and solenoid x-valve #4 revealed no evidence of damage or contamination, while solenoid x-valve #3 revealed evidence of a slight scratch on top. A failure investigation (fi) technician installed the returned parts into a fi ventilator to duplicate the reported issue of proximal pressure sensor autozero failed (e/c 110b). The technician could not replicate the reported problem. The da pcba, solenoid x-valve #3, and solenoid x-valve #4 passed testing and no failures were identified.